Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the ER (emergency room) with hyperglycemia. The patient's blood glucose levels reached >250 mg/dl while wearing the pod between 36 and 48 hours in the arm. Patient was reported to have experienced cognitive changes. The patient was treated with an injection of insulin, IV (intravenous) fluids and antibiotics. The patient was also diagnosed with pneumonia and given a prescription for cipro. The patient was released within 8 hours. The pod was removed prior to ER visit and discarded. The cannula was noted to be bent upon removal of the pod.